Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) performed quarterly preventative maintenance (pm) on the laser system prior and after the surgery date and found the laser system working well. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported experiencing suboptimal results with hyperopia laser treatments. The surgery center indicated the patient had loss of 2 diopters at the point of refractive stability. The patient had initial laser treatment on (B)(6) 2015. The surgeon has stopped treating hyperopia treatments at this time. No additional information has been provided. This is 1 of 2 reports. Treatment date: (B)(6) 2015. Pre-op: right eye pre-op 1.75 x .50 x 160; left eye pre-op 2.00 x .25 x 20. Post-op: right eye post-op. -2.00 x 1.00 x 84; left eye post-op.-.50 x .25 x 112.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in the initial report a statement was documented "this is 1 of 2 reports." This was an incorrect statement as only one MDR was filed for this complaint folder. All pertinent information available to abbott medical optics has been submitted.